Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient experienced recurring peritonitis within four weeks of the initial onset. It was reported that back just prior to the initial peritonitis the patient had an infection in the catheter, and besides the cloudy effluent, they also experienced pain, fever, diarrhea and weakness. With the recurring peritonitis, the patient experienced weakness again and had passed out when they got to the hospital. The patient was hospitalized for three days. The cause of peritonitis was suspected to be an infection in the catheter, but this was not confirmed. The patient started treatment for peritonitis with vancomycin hydrochloride of which they had seven vials that went into the extraneal bag every three days. The patient later stopped the vancomycin therapy and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient has not yet recovered from the infection of the catheter, which was suspected to have caused the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis, manifested by cloudy peritoneal effluent. The patient was not hospitalized for this event. The treatment for peritonitis was not reported. The patient stopped using the homechoice (hc) and started performing therapy using manual supplies for couple of days. At the time of this report, the patient was recovered from peritonitis and the cloudy fluid had cleared up. No additional information is available.